Event description:
The subsidiary service repair technician (srt) reported that during a training activity of the device at the subsidiary service center, the system 1 (aps1) demo unit crashed and shut down. When the asp1 was unplugged from the wall supply, the unit crashed without switching to battery backup, and automatically rebooted after being plugged back in. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR number 1828100-2013-00294.